Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper lever cap leak. It was reported that during preparation, of the mitraclip delivery system (cds), the gripper lever cap, was loosened and the cap was then unable to seal; the device continued to leak. To try to fix this, the cap was removed all the way and the gripper line was unwound, at this point the decision was made to not use the device. This device was not used in the patient. Another cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported gripper lever leak and unstable cap were not confirmed in the return device analysis. A review of the lot history record revealed no manufacturing nonconformities reported to this lot that would have contributed to this reported event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper lever leak and unstable cap in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.